Manufacturer narrative:
Height: 64 inches. Based on the available information, this event is deemed to be a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4). Note: this complaint issue associated with (2) separate cases. A separate 3500a form has been completed for the other case.

Event description:
It was reported by the end user that they had difficulty removing the (B)(4) seal and as a result had redness, with occasional itching, under the seal. The patient stated that this has been an ongoing issue for months and the longer she leaves the seal in place the harder it is to get off. Her doctor ordered a CT scan, (reason unknown), and referred her to an ostomy nurse. The ostomy nurse recommended applying (B)(4)-fungal powder followed by a protective barrier wipes to her peristomal skin.